Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. The patient was unable to adjust my stimulation for weeks because they lost their patient programmer (pp). The patient lost his pp about 3 weeks ago and had been looking for it ever since. The patient typically left it on the current setting, however ¿sometimes it kicks itself off.¿ he had been using the implantable neurostimulator recharger (insr) to recharge and ¿it seems to kick itself back on.¿ a week and a half later the patient was still having concerns regarding his device or therapy but was working with his doctor or manufacturing representative. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.